Event description:
It was reported that during the implant attempt, the device was hooked to the leads without problem, the pocket was irrigated and suctioned, the device placed into the pocket and the pocket sewn up. As the sterile drapes were being pulled down after the procedure, the ep lab monitor showed a period of pauses and no ventricular pacing. This happened rarely and could not be duplicated by manipulating the device. As the pocket was being reopened more oversensing was noted which occurred randomly for short periods of time. All lead tips appeared to be fully inserted. The leads were removed and fluid found in the port of the rv p/s port. The leads were wiped and reinserted. After a few minutes, pacing was inhibited and the vf counter was increased. The device was replaced with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however grommet damage was noted.